Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the suture had locked up and was unable to unspool properly, which resulted in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a balloon dilatation operation was performed for severe stenosis of the cavernous segment of the left internal carotid artery. After the operation, the femoral artery was sealed with a 6 french angio-seal (as). During the use, there was difficulty in retrieving the as and the patient had pain in the right inguinal area, blood pressure was as low as 82/45mmhg, and the heart rate was 45 times/min. Considering the vagal reflex, the patient was asked to cough to stimulate the vagus nerve. After symptomatic treatment such as polygelatine peptide injection, blood pressure gradually recovered to 112/80mmhg, and heart rate increased to 60-75 beats/min. Then the operator cut a section of the as, it was gradually pulled out, the puncture point was bandaged and fixed, and the operation was completed. The procedure was smooth, the vital signs were stable, and the patient had no signs or symptoms of new nerve defects. There was no patient injury and/or medical or surgical intervention required. There was no blood loss reported. The puncture access was the femoral artery. There were no lesions, calcification, or tortuosity in the approach. A preoperative angiographic evaluation was performed. The vascular sheath size 6 french. Before use, the dilator and insertion sheath were properly assembled in place. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion. There was difficulty in deploying the as. Additional information was received on 11nov2024: it was not determined if the patient's drop in blood pressure was related to the difficulty removing the angio-seal from the patient. The angio-seal did provide hemostasis as intended. The bandage was applied as precautionary measure; however, there was no additional bleeding. The patient was in stable condition with no injury, and no further medical intervention required. It was unknown if the puncture site was below the common femoral artery or a low stick. It was unknown what caused the difficulty with the angio-seal removal.

Manufacturer narrative:
E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: health care professional. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.